Manufacturer narrative:
The customer replaced the waste line that was leaking. A field service engineer (fse) was dispatched and verified repair through established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that one of the tubes connecting to the waste bucket broke causing liquid to leak on the hydropneumatics (hydro) and onto the floor from the synchron cx4 delta clinical analyzer. Customer stated that the fluid appears to contain a soapy solution. No injury or operator exposure was reported for this event.